Event description:
It was reported that the patient developed an infection and underwent an explant procedure of their deep brain stimulation (dbs) system. The devices were discarded by the facility, and will not be returned for analysis. The patient is doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(4). Batch: 7073877. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(4).. Batch: 7074866. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(4). Batch: 7073091. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(4). Batch: 7075840.